Manufacturer narrative:
Analysis of the pump found no anomalies. Analysis of the catheter found no significant anomalies; the catheter was returned in segments and was found to be acceptable during testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction - (B)(4). Also applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine (concentration 10mg/ml at a dose of 0.75mg/day) via intrathecal drug delivery pump for unknown use. It was reported that there was swelling due to slow growing accumulation of fluid at the incision made for the catheter insertion and at the pump pocket. The hcp preformed a scan and other routine lab work and predicted that the accumulation of fluid was cerebral spinal fluid (csf). The patient was taken to the operating room (or). The pump and catheter were explanted and would be returned by the manufacturer representative. The hcp did not suspect that the explanted products were to blame for the reported event, but wanted to check for anomalies nonetheless. No environmental/external/patient factors may have led or contributed to the issue. At the time of this report, the issue was resolved and patient status was "alive - no injury". No further complications were reported.